Event description:
Philips received a complaint by the customer on the v60 indicating that the wheel fell off the device. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the wheel fell off the device. The customer replaced the wheel and confirmed the wheels were secure. The customer replaced the wheels to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.